Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-03. H6: investigation summary. Bd received 5 samples for investigation. The samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed as all specifications were met. Additionally, 15 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd seditainer¿ 4nc 0.105m 0.45 ml blood collection tubes, there was underfill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer stated: "bd seditainer tube draws just to the minimum line or sometimes even below. Tubes are often rejected on analyzer (sedi-40) as blood volume is registered as too low (even when it reaches the required minimum / minimum line). Customer follows "order of draw" recommendations and uses discard tube if esr tubes is first in line. Customer uses bd needles to collect blood."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd seditainer¿ 4nc 0.105m 0.45 ml blood collection tubes, there was underfill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer stated: "bd seditainer tube draws just to the minimum line or sometimes even below. Tubes are often rejected on analyzer (sedi-40) as blood volume is registered as too low (even when it reaches the required minimum / minimum line). Customer follows "order of draw" recommendations and uses discard tube if esr tubes is first in line. Customer uses bd needles to collect blood."